Manufacturer narrative:
Date of birth: unknown. The patient¿s age and date of event were used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was broken. The following information was provided by the initial reporter, translated from (B)(6): "when uncovering jelco, a broken jelco tip is observed."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was broken. The following information was provided by the initial reporter, translated from spanish: "when uncovering jelco, a broken jelco tip is observed."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.